Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer consumed glucose tablets to address low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed from 2/22/2020 to 4/22/2020. A total of 1 low event was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 49 mg/dl were recorded at 01:35:02 am to 01:45:04 am on 4/12/2020. A cgm alert 1 (cgm low alert) for a reading of 39 was enunciated at 01:35:02 am on 4/12/2020. On 4/11/2020, at 10:43:40 pm, user received an automatic bolus, per the user¿s personal profile, of approximately 3.03 units. The cause of the low bg could not be determined based on the review conducted. There is no evidence that the pump experienced a malfunction or failure.